Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The lay user/patient contacted lifescan (lfs) in may 2006 alleging that her one touch ultra meter would not power on. A medical affairs specialist (mas) spoke to the patient the same day and obtained the following information. Sometime in january 2006 in the morning, the patient felt sweaty and had the shakes. She tried to test her blood glucose and the meter did not power on. She drank orange juice and drove herself to the hospital where her blood glucose was 67 mg/dl on the physician's meter and treated her with glucose. He had her wait for a couple of hours and retested her and her blood glucose elevated to 137 mg/dl. When she went home she tried to test and the meter powered on. Since then she mentioned she has had intermittent power with the meter. The patient is using the correct vial of test strips and the meter powers when pressing the power button. Customer care advocate (cca) found out that the patient had been pressing the m button prior to inserting the test strip into the meter. Cca educated the patient and issue was resolved via troubleshooting. Cca sent the patient a replacement meter. Although the issue was resolved via troubleshootoing, the complaint is being reported since the patient experienced symptoms of hypoglycemia and was unable to test and was treated with glucose by a medical professional.